Event description:
Reporter alleged blood glucose read 49 mg/dl back to back with a result of 110 mg/dl performed 4 minutes apart. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement products were sent.